Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the clinician opened implant and vial was empty. Clinician opened a new implant and finished procedure.